Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant result with meter compared to lab: date: (B)(6) 2010, inratio2: 5.2, lab: 2.6. Results done within 30 minutes of each other. Patient's target therapeutic range is 2.5-3.5. Patient's hematocrit on (B)(6) 2011 was 37.0.